Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms. Customer stated there was nothing pressing up against the button to trigger the button alarms. Customer's blood glucose level was not impacted.